Event description:
It was reported that there was loss of capture noted on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was also reported that the patient had been "feeling bad" lately but said today was the worst. It was noted, there was intermittent capture. When the device was interrogated, there was no capture "on every paced beat". Caller manually got a threshold.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1, implantable pacing lead, implanted: (B)(6) 2008. (B)(4).